Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that on (B)(6) 2026, the pod and omnipod controller experienced a communication error after approximately 24-36 hours of pod wear, preventing bolus dose delivery. The patient later noticed that the pod had been deactivated, which resulted in blood glucose levels rising above 400 mg/dl. The patient reported living in care facility and seeking attention from an in-house nurse, who administered 14-units of insulin and continued to provide care for approximately two days. The patient confirmed not experiencing any specific symptoms, and no specific medical diagnosis was reported. The patient further noted that the in-home nurse had plans to contact the patient¿s healthcare provider for further assistance. No further medical intervention was reported.